Event description:
Found that patient had self-extubated and was having difficulty breathing. Attempted to bag with bedside bvm. No positive ventilations was achieved. Diaphram from valve had fallen into bag.